Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. The iliac arteries were calcified and the aneurysm was 8 cm in diameter. The angulation in the aortic neck was 70-75 degrees. A CT scan a month later noted extravasations adjacent to the posterior limb to the right iliac artery. An angiogram the following month stated that there are multiple lumbar arteries visible on the right side above the level of the stent graft and below it. There also appears to be a type I endoleak over the superior aspect of the graft that almost communicates with the secondary collection of contrast from the type ii endoleak being fed by lumbar vessel. A reconstructed CT scan was performed recently to determine if endovascular intervention is an option. No intervention has been planned for this pt.